Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, it was discovered that the adhesive part of the objective lens had peeled off. A review of the device history record found that the device was manufactured and shipped in accordance with specifications. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the defective event was caused by stress of repeated use, external factors, or handling. A definitive root cause cannot be identified. This issue is addressed in the operation manual, which describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope¿ as below: inspection of the endoscope: 6 inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities. Olympus will continue to monitor the field performance of this device.

Event description:
An olympus representative reported on behalf of the customer that endoeye flex 3d deflectable videoscope device had accidentally been reprocessed using autoclaving sterilization rather than the conventional sterrad sterilization method. Upon inspection and testing of the returned unit, it was discovered that the adhesive part of the objective lens had peeled off. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.